Event description:
Revision surgery was performed on (B)(6) 2025. The reason the revision was deemed necessary is unknown. The procedure was a revision to a cta head with reverse humeral body extension. The complaint source indicated that, during the revision, the glenoid was removed and was not replaced. Previous surgery: (B)(6) 2024 patient: female, 55 years old. The product codes and lot numbers for the limacorporate devices explanted during the revision surgery are not available. Event occurred in canada.

Manufacturer narrative:
A review of the manufacturing records for the complained-of parts could not be performed because the lot number and product information are unknown. A final report will be submitted after the investigation.